Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. (B)(4).

Event description:
This is being filed for a single leaflet device attachment (slda). It was reported that on (B)(6) 2022, a patient presented with grade 4 isolated tricuspid regurgitation (tr) with a leaflet gap, and a short septal leaflet. A mitraclip procedure was performed on the tricuspid valve. Three mitraclips were implanted without an issue reported. A fourth mitraclip advanced. Reportedly, there was barely enough septal leaflet to grasp. A good grasp was obtained without a device issue reported and complete leaflet insertion was confirmed. Once the lock line was removed, a single leaflet device attachment (slda) occurred. Tr had been reduced to grade 3. There was no adverse patient effect or clinically significant delay.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from the reported lot. Based on available information, the reported single leaflet device attachment was due to challenging patient anatomy (large coaptation gap and minimal septal leaflet length). The reported off-label use was associated with the use of the mitraclip device on the tricuspid valve. There is no indication of a product quality issue with respect to manufacture, design or labeling.